Event description:
Pt admitted for pacemaker/lead replacement. Discharged after 4 days - returned to school in another state approx 14 days after procedure. Four days after return temp elevation - redness at site - returned to hosp. Organism from wound culture salmonella, no other positive cultures, no source of salmonella other than from pacemaker wound - physicians and family request report be sent to manufactuer of pacemaker and leads.